Manufacturer narrative:
Additional info: ethnicity: white. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to deploy from the catheter after it was clipped which caused tear in esophagus. The event required clips to fix the esophageal tear. A repeat procedure on another day was not necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to deploy from the catheter after it was clipped which caused tear in esophagus. The event required intervention.